Event description:
This peg unit appears to have the tendency to embed itselfin the abdominal wall and migrate. This patient's had fluid leakage into the peritonium and subsequently developed peritonitus leading to death. No evaluation has been done on the device at this time. However, three similar kits are being held for possible future evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.